Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was connected to the mobile power unit (mpu) at night on (B)(6) 2024, a low voltage alarm was active for 22 seconds and then one no external power alarm for 34 seconds. Low voltage advisory alarms also occurred while the patient was connected to the mpu in the morning of (B)(6) 2024. These alarms occurred only while the patient was connected to the mpu. The alarms were unable to be reproduced. The mpu was replaced.

Event description:
Additional information was received that there was no environmental circumstances that affected ac power at the time of the event. The mobile power unit (mpu) had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet of from the back of the unit.

Manufacturer narrative:
Section d4, primary UDI number: corrected manufacturer's investigation conclusion: the reported event of atypical disconnect alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, it was not reproduced. A review of the submitted controller event log file spanned approximately 3 days (B)(6) 2024¿ (B)(6) 2024 per time stamp). On (B)(6) 2024at 06:30:43 and 20:50:14 while connected to the mpu, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the power cables being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. During the evaluation of the returned mpu, serial (B)(6), the unit was plugged into ac power and powered on as intended. It was connected to a mock loop and ran for several days as intended. There were no atypical disconnect alarm active even when the cable was manipulated. The mpu was forwarded to ppe for further analysis. The patient cable was tested for continuity and current leakage and passed without issue. The reported event was not reproduced. Additional information provided stated that the patient had a v-lock connector, the ac power cord did not come loose at the wall outlet nor the back of the unit, and there was no loss of power to the house. A root cause for the reported damage was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.